Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits signs of repeated use (nicked or gouged) and has one each of components 1 and 2 disassembled / missing. The missing components were not returned. The returned device showed signs of wear and is missing the ball bearing components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device. During investigation, it was noted that this device was in scope of previously addressed corrective action for the reported issue and was previously redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a ball bearing was missing from the metal shim during sterilization. No adverse event was has been reported as a result of this malfunction. Additional information on the reported event is unavailable.